Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale on a relion® insulin syringe was found misaligned prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Customer returned (139) 3/10cc, 8mm, 31g relion syringes in open poly bags from lot # 7205916. Customer states that the markings seems to be off-center and crooked. Thirty out of (B)(4) returned syringes were tested using the plug gauge and the placement of the scale markings on the barrel fell within specifications. A review of the device history record was completed for batch # 7205916. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200710679, 200710678] noted for missing print. There was one (1) notification [200711253] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale misaligned on lot # 7205916. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.